Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument cable was visible upon inspection once opened to the field. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) contacted the initial reporter and obtained the following information: there were three cases with the surgeon on the event date and the nurse spoke with the nurse associated with two of those cases and they had not found any issues with the instrument. This instrument got reprocessed and the cable was noticed as they opened it on the field. It never went into a patient with the broken cable. The instrument was discarded before the surgery began. There was no harm or injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.